Manufacturer narrative:
Based on the examination of the components, no major damage to the patella, femoral and insert components were noticed. The tibial tray grit blast surface has no bone cement attached and the surface appeared burnished which both indicate a degree of loosening of the tibial tray component. Laboratory tests have shown that cement preparation, cement surface contamination, and surface roughness can have an effect on cement adhesion.

Event description:
It was reported that revision surgery was performed.